Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the one touch ultramini meter does not turn on. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient said the issue started about 35 days prior to calling lifescan. She said she did not take any action regarding management of diabetes due to the issue. Then 20 days prior to calling lifescan, the patient reportedly experienced blurry vision and tiredness. She says that she did not receive any treatment for the symptoms and said that she takes 35 units of lantus, 1 januvia pill, and 2 glucophage pills daily for her diabetes. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter does not turn on when inserting a test strip. The meter turns on when pressing the power button. Although details of the incident are unknown, this complaint is being reported because the patient alleged her meter did not turn on and suffered symptoms that may be indicative of a diabetic injury.